Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly; no problems were found with the meter's display. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.